Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator touchscreen displayed a no touch detected error message. The device was in clinical use. There was no report of harm. The unit was removed from service for further evaluation. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and reported the device failed touchscreen calibration. The be reported no residue or damage to touchscreen. The rse advised touchscreen replacement. The rse provided the necessary part details for customer order. The investigation is ongoing.

Manufacturer narrative:
The customer biomed engineer confirmed the device was repaired with a touchscreen replacement. The unit successfully passed performance verification testing and returned to service. The investigation concludes that no further action is required at this time.